Event description:
It was reported that during a laparoscopic cholecyectomy procedure, the device did not clip. It would not do anything at all. A new device was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). Malformed clip, indicator wheel failure. Eval summary: the device was received with the jaws in closed position and with one pear shaped clip jammed in the jaws. Once the jaws were cleared, the device was cycled and the remaining eight clips were conforming to mfg specs and then, the device locked out as intended, but the orange indicator did not show up completely. No clip formation issues were noted during eval. A batch record review was performed and no anomalies were found during the mfg process.